Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a high threshold and a x-ray revealed the lead had been pulled proximally, or dislodged. The patient noted they had fallen in the recent past. The lv lead was capped and replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.